Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on an unknown date. On (B)(6) 2010, liver function test were recorded, and baseline biliary obstructive symptoms were assessed and included right upper quadrant pain, itching and nausea/vomiting. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. The stricture was previously dilated with a balloon and plastic stent. A 10mm x 40mm metal stent was deployed in satisfactory position across the stricture. The subject was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, the patient underwent per-protocol removal of his study stent. Subsequently, on (B)(6) 2011, the patient presented with cholangitis, including symptoms of a fever, cold and chills and was admitted to the hospital. The patient was treated medically with augmentin IV and blood culture. On (B)(6) 2011, the fever resolved and the patient was discharged. The relationship between the event and the study stent was originally reported to be "unrelated", per the investigator. However, this was assessed as related to the study device by the independent medical reviewer (imr) as the cholangitis occurred one day after the per protocol study stent removal.

Manufacturer narrative:
(B)(6). Study source: (B)(4). Foreign source: (B)(6). (B)(4) (inflammation) relates to the reported event of cholangitis. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.